Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (no device or cine images returned). (Root cause is undetermined). Failure to follow instructions. (Instructions for use (IFU) instructs the user to perform negative prep on the device prior to use). Evaluation conclusion: unable to confirm complaint (no device or cine images returned). Unknown (root cause is undetermined). (B)(4).

Event description:
It was reported that the physician was attempting to use a 2.5mm diameter x 18mm length endeavor sprint rx drug eluting stent to treat a lesion in the lad with moderate calcification and 80% stenosis; the lesion was pre-dilated. It was reported that the device would not inflate as the 'balloon was burst'. It was reported that the balloon was gradually inflated and the duration of the inflation prior to burst was 30 seconds and burst occurred on the first inflation. It was reported that no rapid pressure drop was noted on the inflation device. It was also reported that negative pressure was not performed on the endeavor sprint device prior to use. No patient injury or clinical sequelae were reported.